Manufacturer narrative:
(B)(4). G2: UK. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products (reported): kne-unk -bearing lot# unk; kne-unk -femoral lot# unk.

Event description:
It was reported the patient underwent emergency revision surgery for peri-prosthetic fracture. He developed infection of the left revision knee and has undergone further revision surgery and is now under the care of the orthopedic clinic.

Manufacturer narrative:
Upon receiving additional information, it was determined that the part referenced should not have been reported. Competitor product was implanted during the revision procedure. The initial report should be voided.

Event description:
Upon receiving additional information, it was determined that the part referenced should not have been reported. Competitor product was implanted during the revision procedure. The initial report should be voided.